Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.